Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they didn't know what the cause of the impedance issue was and the physician made the programming with his own tablet, so the rep did not have any details about the ins.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an error code, setting not available desired intensity not available. The implanted neurostimulator (ins) was implanted on (B)(6) 2023. Taking out, and reinserting the battery pack didn't resolve the issue, patient was referred to the hospital to get the system checked. The issue has not resolved. Additional information was received from the manufacturer representative (rep) reporting that they had made an appointment for the patient with their doctor for (B)(6) 2024. Additional information was received from the manufacturer representative (rep) reporting that the patient had their appointment with their doctor. One pole was broken, clarified as the impedance was not right with one out of the eight poles. The doctor changed the programming and now everything was all right. There was nothing more to be done. The patient can use all his programs and groups as he needs, use system as normal.